Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise and tachy therapies were inactivated. The lead was explanted and replaced. The patient was then discharged.